Event description:
The pt ((B)(6)) was implanted with a surgical lead on (B)(6) 2010. It was reported the pt's lead was not functional. Diagnostic test revealed invalid impedance measurements. Surgical intervention was undertaken on (B)(6) 2011 to explant the pt's lead. No visual anomalies were observed for the device upon removal. No further issues were reported.

Manufacturer narrative:
Evaluation: results: as received the lead was visually examined under the microscope and electrical testing revealed that all channels measured open. The lead was observed to be overstressed approximately 19 cm away from the stimulation end . It is unk what caused the wires to break. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.